Event description:
The patient reported that they were charging their implantable neurostimulator (ins) too often and they had trouble maintaining the recharger antenna over the ins. The patient started having to charge more in 2016 and the issues maintaining the recharger antenna position started about a year prior to the report. The patient used to charge every 2 weeks and at the time of the report they were charging twice a week. The patient used adhesive discs when charging. The patient's stimulation turned off on the day of the report and their back started hurting. They pressed the green recharge button and the audio button on their recharger and saw a screen that looked like the physician recharge mode (prm) countdown screen. It was reviewed that the patient should not use prm. They were able to connect to the ins using their recharger and saw the normal charging screen. They saw the lightning bolt icon and confirmed that the ins battery icon showed it was charging. The patient was implanted for non-malignant pain and other chronic intractable pain of the trunk and limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.